Event description:
It was reported that the unit keeps alarming. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received: the issue was found prior to patient used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customers complaint. The high-pressure alert alarms when backpressure is applied due to continuous flow. Continuous flow was present as soon as the device was powered on. The cause for this event was the input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).